Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and reseated the p7 connector in the control panel. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system c-arm will not go up or down. There was no report of patient injury.